Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. Reportedly, the wake button was tuck on some occurrences, and other times it would intermittently turn on. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.